Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade procedure of a dual chamber pacemaker to a biventricular pacemaker, the dual chamber pacemaker stopped pacing during the case. The right ventricular lead was then connected, and the device started working fine through the pacemaker system analyzer (psa). The device was explanted and replaced. The patient was stable.